Manufacturer narrative:
Device analysis: visual examination of the returned unit revealed damage to the proximal edge of the stent. One proximal stent strut on the 2nd row was raised 0.19 mm above the normal strut position. A recommended sized guide wire was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the top assembly shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context as it is likely that the patient anatomy or other procedural factors contributed to the reported difficulty and due to the absence of information implicating a root cause related to the device.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 80-90% stenosed, 22mm in length, de novo target lesion was in the moderately tortuous mid right coronary artery (rca). The lesion was not predilated. The physician attempted to advance a 2.75x24mm taxus liberte drug eluting stent to treat the lesion, but the device would not adequately cross the lesion. The device was removed and it was noticed that the stent appeared "distorted". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".